Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6) medical center. R2p slenguide and misago 2 were returned for analysis. Visual inspection of the actual samples obtained the following result. The misago had been stuck inside the slenguide and could not be removed. The handle of misago had been disassembled. This was thought to be due to the bailout when the stent was not deployed. The proximal radiopaque marker of misago was located near the hub of the slenguide. The hub and hemostatic valve of slenguide were found to have been separated, and the distal end of stent sheath was positioned on the hemostatic valve side. Magnifying inspection of the distal end of slenguide found that the distal tip section had been fractured. Due to the fracture, the distal tip section was 1.1 mm shorter than the same part of a current product. Magnifying inspection of the fractured distal tip section of slenguide found that multiple tears had occurred in the lengthwise direction at a regular interval and the fracture end had been flared. Electron microscopic inspection of the distal tip section of slenguide obtained the following results. Abrasion was observed near the tear a, and a small elongation was observed at the end of the tear a. A contact mark was observed at the end of tear b. Abrasion were observed near tear c, and a small elongation was observed at the end of tear c. Electron microscopic inspection of the distal tip section of slenguide (from another angle) obtained the following results. Multiple abrasions were observed near the fracture. Small elongations were observed at the end of tear d, e, and f. Magnifying inspection of slenguide found that the shaft had been kinked at approx. 30 mm and 50 mm from the distal end. No other external anomalies such as a kink or crush was observed in other parts. X-ray fluorosocpic inspection of the slenguide found no clogging, broken braided wire, or other anomaly in the appearance. The fragment was confirmed inside the slenguide. Magnifying inspection of slenguide found the stent of misago was inside the hub. X-ray fluoroscopic inspection of slenguide obtained the following results. The stent of misage was found inside the slenguide in the area from the antikink protector to the end of hub. No breakage was found in the stent strut of misago and the radiopaque markers were observed on both ends of stent. The length of the stent was confirmed to measure 60 mm, which was equivalent to the specified length of this product,therefore it was most improbable that there was a portion missing from the stent. Both ends of stent had been deformed inside the anti-kink protector of slenguide. Due to the deformity, the distal end of the stent had been riding up on the proximal end of the distla tip. Multiple abrasions were observed near the fracture area of the distal tip section, which were thought to be traces of contact with some hard object, and the fracture area had been torn at a regular interval and the ends of tears had been slightly elongated. According to the information from the user, it was highly likely that the slenguide was placed near the lesion and the misago stent was started to deploy inside the slenguide. The inspection results 1.7 and 1.8 showed that the stent had been retracted to the hub side. This inferred that when the misago was pulled into the slenguide, the deployed part of the stent protruding from the slenguide was caught on the distal tip section, and the distal tip section was subsequently torn off by the stent, resulting in the fracture. Magnifying inspection of the stent sheath (where the stent had been mounted) of misago found it had been flared at the tip. In addition, buckling was observed approx.9.6 mm - 16.3 mm from the distal end. No other deformation such as flaring or buckling was observed in other areas. Electron microscopic inspection of the stent sheath (where the stent had been mounted) of the misago found no scratches or other external anomalies that could lead to flaring or buckling. Electron microscopic inspection of the area other than the stent sheath of misago found no scratches or other external anomalies that could lead to flaring or buckling. As for the flaring and buckling of stent sheath, from the inspection results 1.9 - 1.11, the misago was stuck to the slenguide, and in order to release the sticking state, an attempt was made to pull the misago into the slenguide by the involved part being grasped, which resulted in the flaring and buckling of the stent sheath. The outer diameter of the stent sheath was measured at the normal area and confirmed to meet the factory's control standards. Magnifying inspection of the shaft section of misago found no deformity such as a kink or crush. X-ray fluoroscopic inspection of the shaft of misago found no kink or disconnection in the release wire. Based on the results of the above inspection results and the circumstances of the occurrence, it was considered that the stent failed to be deployed normally in the blood vessel because the stent was deployed inside the slenguide. In addition, it was assumed that when the misago was pulled into the slenguide, stent was caught on the distal tip section of slenguide, causing it to tear and rupture, and that further pulling manipulation caused the stent to deform and stick in the slenguide. To prove these hypotheses, we performed the following simulation tests using factory-retained samples. A combination of a 0.035-inch guidewire and a slenguide sample was inserted into a transparent tube simulating a blood vessel. Next, a misago sample from the involved product code was advanced into the slenguide until it stent sheath (stent-mount part) exited from the distal end of slenguide about 5 mm. In 8 clicks, the stent began to deploy. Clicking was able so continued, but the stent was deployed inside the slenguide and not inside the simulated tube. Subsequent attempts to remove the misago resulted in the proximal side of the distal tip section of misago interfering with the stent and getting caught in the distal section of slenguide. Removal of the misago was continued under resistance. As a result, the stent caused a longitudinal tears in the distal tip section. Some of the tears also occurred in the circumferential direction. At the same time, a compressive load was applied to the slenguide, causing it to ripple. Removal of the misago was further continued under resistance. As a result, the stent and the distal tip section of misago was pulled inside the slenguide while the rippling of slenguide progressed. The distal tip section of slenguide fractured starting from the tears caused by the stent and the vicinity of the fracture deformed in flare shape. Removal of the misago from the slenguide was further continued. As a result, the misago was stuck in the middle and became unmovable. X-ray fluoroscopic inspection of this area found that the distal part of the stent had deformed and got over the distal tip section, which resulted in sticking state. Electron microscopic inspection of the slenguide sample after the simulation test found multiple abrasions in the vicinity of the tears and slight elongation at the ends of tears. The state of the test samples were considered similar to those of the actual samples. Based on the occurrence condition, the results of the inspection results and the simulation test, it was likely that the stent of misago was deployed inside the slenguide due to the close distance between the distal end of misago and the distal end of the slenguide when the misago was released. As for the sticking state, the following mechanism was conceived. When the misago was pulled into the slenguide, the proximal side of the distal tip section of misago interfered with the stent when it was inside the distal end of the slenguide and got caught. The misago was pulled further, the distal tip section of misago and the stent were pulled into the slenguide, however, while the stent and the catheter were pulled together inside the slenguide, the stent deformed, and the deformed part of the stent got over the distal side of the distal tip section, which resulted in the sticking. As for the fracture of the distal tip section of slenguide, it was likely that when the misago was pulled into the slenguide under resistance, the stent that had been partially deployed in the blood vessel caused the tears in the distal tip section, which subsequently led to the fracture. It is assumed that a compressing load was applied to the slenguide at that time, resulting in rippling, and that the rippling progressed to the kinks. Review of the manufacturing record and the shipping inspection record of the involved product/lot# combinations confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot# combinations from other facilities. IFU states: "ensure that the stent is not positioned within the introducer sheath, guiding sheath, or guiding catheter." (Deploying the stent within the introducer sheath, guiding sheath, or guiding catheter may deform the stent or damage the delivery catheter.) (B)(4).

Event description:
It was reported that for the treatment of left external iliac artery (eia), a r2p slenguide was advanced near the lesion to set up the system. After that, a misago 2 was advanced to the lesion area, the thumbwheel was rotated, and an attempt was made to deploy the stent. Although clicking sounds were heard, the stent was not deployed. The handle of the misago 2 was disassembled, and an attempt was made to deploy the stent by pulling the release wire, but the stent was not deployed. Feeling an abnormality, they attempted to remove the misago 2, but was unable to do so because it was stuck in the r2p slenguide. The system was then removed, a new system was reassembled, and the procedure was continued. It is highly likely that the stent had begun to deploy while it was located inside the r2p slenguide. There was no death, injury, or medical/surgical intervention required to prevent injury or blood loss. The procedure outcome was not reported. The final patient impact was not harmed.